Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 80% stenosed target lesion located in the tortuous and severly calcified popliteal artery. A 4.0x40mm coyote balloon was advanced for treatment, but the balloon ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 80% stenosed target lesion located in the tortuous and severly calcified popliteal artery. A 4.0x40mm coyote balloon was advanced for treatment, but the balloon ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 70's. (B)(4).